Event description:
Complainant alleged that while attempting to monitor an (B)(6) year-old male patient, the device did not respond to the front panel controls. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada; the customer's report was observed when the device was disassembled and evidence of water ingress was found. Due to the observed condition, we've deemed the investigation compromised and the device unrepairable. Therefore, the device will be returned unrepaired and labelled not for clinical use. Visual data indicated the device was sitting in a puddle of water which affected the front panel, rather than the rain itself. This can be confirmed as all water marks are relegated to the base of the device, from the front enclosure to the rear enclosure. Analysis of reports of this type has not identified an increase in trend.